Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. A chest x-ray was performed and noted an insulation breach near the clavicle. No adverse patient effects were reported. This product remains implanted and in service.